Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician no observed visible foam particles and foam degradation was noted. Additionally, the technician observed no contamination, destroyed power connector, board burned, no power, and no error codes. The device was scrapped by the service center after the evaluation was completed.